Manufacturer narrative:
(B)(4). Batch # t5d35c. Device evaluation summary: the analysis results found that the tlc10 device (a) was received sterile with no apparent damage and with a reload loaded on the device. The device was opened and tested for functionality with returned cartridge and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The analysis results found that the tlc10 device (b) was received sterile with no apparent damage and with a reload loaded on the device. The device was opened and tested for functionality with returned cartridge and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The analysis results found that the tlc10 device (c) was received sterile with no apparent damage and with a reload loaded on the device. The device was opened and tested for functionality with returned cartridge and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The analysis results found that the tlc10 device (d) was received sterile with no apparent damage and with a reload loaded on the device. The device was opened and tested for functionality with returned cartridge and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The analysis results found that the tlc10 device (e) was received sterile with no apparent damage and with a reload loaded on the device. The device was opened and tested for functionality with returned cartridge and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the devices performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What was the surgery date? Is it the surgeon¿s standard routine to use a 100 mm device on the rectum or were there other anatomical challenges that led to the need for a 100 mm device? What color reloads were used and what was the sequence of the firings? Were other stapling or suturing devices used when creating the anastomosis? Was the device difficult to fire? Was the insufficient staple line noted intraoperatively or postoperatively? Were the staples properly formed? If not, please describe the shape and location. Was the insufficient staple line addressed directly in addition to performing the stoma? If so, how? Is the stoma temporary or permanent? What is the current status of the patient?

Event description:
It was reported, insufficient staple line in center part of staple line (rectum resection). Patient needed stoma. Patient still receiving intensive care, antibiotics, assisted ventilation.